Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6221t314 was reviewed and the product was produced according to product specifications. All information reasonably known as of 3 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the sleeve of the suction catheter immediately inflated after being connected to the patient by the nurse. The device was replaced with a new one. There was no injury to the patient. The customer reports that this has happened before but has not provided any details. No further information has been provided at this time. Additional information has been requested.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection revealed that the tubing had a set curvature. When fully retracted, the curvature caused the distal skive to retract beyond the peep seal. The sample was tested on the uson leak tester. The first test was with the catheter manually positioned so that both the distal skives were well outside the peep seal. In this position, the test yielded a pass indication with a value of 0.56 ml/min. The second test was performed with the catheter fully retracted. In this position, the distal skives were beyond the peep seal. In this position, the test yielded a fail indication, with a value of >200.00 ml/min. Based on the evaluation of the sample, the curvature of the catheter forced the skives on the tip of the catheter to be set below the seal cartridge washer, causing the sleeve inflating failure. The root cause of the catheter curvature has been determined to be an issue related to how the product was packaged, handled, and stored. The overshipper used for products shipped to japan at the time caused the devices to be stored horizontally, rather than vertically, as it is in the united states. This horizontal storage caused the devices to bend and curve. Products intended for japan are no longer packaged horizontally. All information reasonably known as of 12 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).